Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the torque wrench was difficult to pull out of the septum. When it was finally removed, the set screw protroded from the septum.